Event description:
It was reported that the customer was hospitalized due to low blood glucose readings. Customer stated that the customer did not receive an alarm for the low. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.